Event description:
Intraoperatively, reliacatch retrieval bag broke while inside patients abdomen, as surgeon was attempting to remove pieces of the gallbladder. Per mds, all pieces are accounted for and removed without further incidence.